Event description:
(B)(4). Distributor contacted zoll on (B)(6) 2014 to report that an (B)(6) year old male patient has passed away on (B)(6) 2014. The patient was at (B)(6) and passed due to multiple complications. The patient was not wearing the lifevest at time of death. A review of the patient's downloaded data found multiple battery "runtime expired" flags and electrode belt "can comm" events three days prior to the date of patient's passing. It is unknown if the replace battery messages and service codes contributed to the lifevest being removed while the patient was hospitalized.

Manufacturer narrative:
Review of the patient's flags, confirms that the patient was not wearing the lifevest at the time of death on (B)(6) 2014. Per review of the flags, it does not appear that the batteries were being mis-used. Device evaluation of monitor sn (B)(4) and belt sn (B)(4) have been completed. As received, the monitor was fully functional and able to detect and treat. All alarm and notification operations were fully functional. As received, the electrode belt was fully functional and able to detect and treat. The electrode belt-monitor connection was fully functional. There is no evidence to suggest that the monitor or belt caused or contributed to the patient's death. Monitor: (B)(6) 2012 - reuse; belt: (B)(6) 2012 - reuse.